Manufacturer narrative:
The investigation concluded that: the lot 07-11087 contains test cards ("affected" test cards) that cause the reporting of glucose values to be significantly lower than the accurate value in samples whether glucose levels are greater than 100mg/ml; samples where glucose levels are less than 100 mg/dl including the low end of the reportable range are accurately reported in affected cards; the percentage of affected test cards from this lot is not known however it is known that the majority of test cards in this lot are not affected.

Event description:
On the (B)(6) 2011, a technical service request, (B)(4), was logged: "customer reported out of range results for glucose observed while performing incoming qc testing on a new lot of test cards. Eurotrol level 3 lot 179-3-b040 was used as the control sample. Acceptable range (according to value assignment data sheet document # (B)(4)) is 203-317 mg/dl. Customer observed the following values 155, 168, 148, 182, 167)". Subsequent investigation showed that these qc tests were run on the (B)(6) 2011.